Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring: black. Device case type: ngp. Customer returned device for alleged unexpected battery power loss and pump errors found on june 14, 2022. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Pump passed ngp motherboard test. Test p-cap locked into the reservoir tube successfully. No unexpected alarms or alerts noted during testing. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Confirmed pump error 49 on september 28, 2022 at 23:25:14 in pump downloaded history. Confirmed pump error on 09/28/2022 at 23:24:54 in pump downloaded history. Confirmed pump error on september 28, 2022 at 23:41:56 in pump downloaded history. Confirmed pump error on september 28, 2022 at 23:26:56 in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and moisture damage was found on pcba 1 and the motor home switch. The following were noted during visual inspection: battery tube threads - cracked, cracked case, cracked case (battery tube), pillowing keypad overlay, label damage (stained) and corroded home switch. In summary, customers alleged pump errors were confirmed in history. Unexpected battery power loss was not confirmed. Pump passed full functional tests. Moisture damage was confirmed on electrical board 1 and motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received replace battery now alarm and pump error. Troubleshooting was performed and new battery didn't resolve the event. Also, customer received pump error alarms. Customer able to clear the alarm but unable to rewind the insulin pump. No harm requiring medical intervention was reported. Customer will discontinue use of the device and will be returned for analysis.